Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Event description:
A 20mm amplatzer septal occluder (aso) embolized a few minutes after implantation. The aso was recaptured percutaneously in the aortic arch. A 28mm aso was implanted. No adverse patient effects were reported.